Event description:
It was reported to fresenius via a social media post that a patient on home care peritoneal dialysis (pd) experienced an infected peritoneum. There was no specific allegation these events were due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Attempts to obtain additional information could not be completed as there were no patient names, identifying demographics, outpatient clinics or contact information for the initial reporter provided in the intake. Attempts to gather contact information for the initial reporter provided no result. Additionally, the causes and/or contributors to these adverse events remain unknown.

Manufacturer narrative:
Clinical investigation: it is unknown if a temporal relationship exists between pd therapy, utilizing liberty cycler sets, and the patient¿s adverse event of peritonitis. Furthermore, there is no documentation in the complaint file to show a causal relationship between these infections and the use of any liberty cycler sets and/or products. It has been well established pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Additionally, most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. In the absence of confirmed cause of these peritonitis infections, any liberty cycler sets and/or products utilized for pd therapy by this patient cannot be excluded as a potential source or contributor to these adverse events. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number could not be obtained. The absence of a patient account number or other identifier also prevented a search of shipped product from being performed and a full manufacturing review from being completed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius via a social media post that a patient on home care peritoneal dialysis (pd) experienced an infected peritoneum. There was no specific allegation these events were due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Attempts to obtain additional information could not be completed as there were no patient names, identifying demographics, outpatient clinics or contact information for the initial reporter provided in the intake. Attempts to gather contact information for the initial reporter provided no result. Additionally, the causes and/or contributors to these adverse events remain unknown.